Event description:
Event description cpi received information that during a follow-up examination, this ventak mini ii implantable cardioverter defibrillator (ICD) exhibited a change from a multiple zone to one-zone programmed therapy, limited programmability, and a warning message that a memory fault had occurred. The patient reported recent exposure to a 'tazer' (stun-gun) device directed at his pectoral region at a distance of 4-5 feet. It was reported that the 'tazer' device gives off 80,000 volts. The ICD was replaced and returned to cpi for analysis. Note: the ventak mini ii physician's manual (cpi publication 354387) page 4 states: 'very strong electro magnetic interference (emi) may cause the pulse generator operation to become erratic...advise patients to avoid sources of emi whenever possible.'